Event description:
It was reported that after a vascular embolization of bone tumor procedure, arteriotomy closure of the right common femoral artery was attempted using perclose proglide devices. Reportedly, the device was inserted over a guide wire into the vessel; the guide wire was removed once the guide wire exit port was at the skin level. The operator continued to insert the device into artery. Although, bleeding was observed out of marker lumen, it was not pulsatile bleeding. The operator tried inserting the device further into artery, flushed the marker lumen again, turned the device slightly, and also tried retracting the device, but nothing seemed to get good pulsatile blood flow from the marker lumen. A second proglide device was attempted, but with the same results, pulsatile bleeding from the device marker lumen was not present. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for marker lumen blockage/inability to achieve device marking reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.